Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm while filling the tubing. The customer's blood glucose reading was 200 mg/dl. The customer performed troubleshooting and after disconnecting and reconnecting the infusion set and reservoir, insulin exited and was able to rewind the device. The customer was advised that the insulin pump was working as designed and that the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.